Manufacturer narrative:
Examnitation of the device is not applicable as the valve is still implanted. Investigation on-going. Should relevant additional information/ investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx602t) was implanted during a procedure performed on an unknown date. According to the complainant, after a preventive check up, the adjustment did not work. However, the patient was fine and has no symptoms, so a revision was not performed. Therefore, the complaint device was not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation on-going. Should relevant additional information/ investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Additional information was received which revealed that valve was explanted. The date that the explantation was performed is not known.

Manufacturer narrative:
Description of complaint on may 25, 2022 we received knowledge about a complaint. We were informed that a valve is not adjustable. At that time the patient showed no symptoms. A revision was not performed. However, additional information was received on august 08, 2022 which revealed that the device was explanted. Further product information was not made available. The clinic stated the sample was not available for investigation. Manufacturing and quality control data because the serial number of the device is unknown we are not able to trace production and quality control data. We confirm all parameters have been inspected and approved during the manufacturing. We assure that production and quality control ensure that only products that conform to specifications are made available on the market. Conclusion information: an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be responsible for the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.